Manufacturer narrative:
The event occurred in germany. No information was provided for the mobile system. The customer sent back 2 lot numbers of strips, 202364 and 202575. Unable to determine which one was used at the time of the event.

Event description:
Caller reported 70 mg/dl on the mobile meter and 40 mg/dl on aviva combo meter at the same time. Reported no adverse event relative to discrepancy. Strips lot unknown. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided for the mobile system.